Event description:
It was reported that during an unknown surgical procedure the hand piece device was "running loud, hot, and not getting full power". It was reported that the nurses stated that they were "going through a lot of oil". A delay of five minutes was reported and a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).